Manufacturer narrative:
Section b2: correction. Section b5: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a chronic driveline infection that resulted in septic shock. It was communicated that care was withdrawn and the patient expired on (B)(6) 2017. No further information was provided.